Manufacturer narrative:
(B)(4). Batch # t94v6j. Date of event is unknown. Investigation summary: the device was returned with the jaws misaligned and with the clamp arm damaged. Upon further analysis of the tissue pad, an off-center burn-in was observed. Additionally, the blade tip was damaged, however, the blade was not cracked. Then the device was tested on a gen11. The device did activate. No "difficult to open or close" issues could be identified at any time during testing. Also the device was disassembled to inspect the internal components and no anomalies were found. If the device is activated across a clip, staple line, or other metal in the jaws, it is possible that the generator will display an alert screen, and after receiving two consecutive alerts screens, a "replace instrument" alert screen will be displayed by the generator. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. No conclusion could be reached as to how this issue occurred. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that before a laparoscopic unknown procedure, it was found that the jaws were misaligned before use. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.